Manufacturer narrative:
Five sealed devices were evaluated. The devices passed testing.

Event description:
General report received of an unspecified number of undocumented incidents of disconnection. The tubing sets were being used to deliver unspecified anesthetics by the anesthesiologists. It was reported that as the anesthesiologists delivered the anesthetics, the tubing sets disconnected from the pt's IV catheters. The customer contact reported the tubing sets and catheters were either reconnected or the tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.